Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose levels. The customer's blood glucose was 520 mg/dl at the time of incident. The customer stated they received lost sensor alarms. The sensor will not be returned for analysis.